Event description:
Patient reported the freedom pump not working [no other specifics provided]. Unknown if patient missed a dose; no adverse event reported; device available for return; unknown lot no further information known pump used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by: patient/caregiver.